Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument jaws are unable to open when attached to the system. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a derailed grip cable inside of the housing at the grip clamping pulley. The instrument failed the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. Instrument exhibited imprecise motion in the grip direction. The grip tips didn't moved in the direction commanded, a lag or delay in the motion was observed and the distal end clip applier could not properly open or close. The instrument was found to have two severely bent grips, causing misalignment of the grip-tips. There was a 0.96mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint regarding unable to open jaws while attached to the robot was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.